Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed to deliver accurate tidal volumes and the device's machine flow sensor was replaced to address the issue. The device also failed a step during testing, and the device's system board was replaced to address the issue. A failure of the device's touchscreen was observed during further evaluation of the device. The device's lcd display was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator was not delivering accurate tidal volumes. There was no harm or injury reported. The manufacturer received the device for evaluation. At this time the investigation is still ongoing. The manufacturer will submit a follow-up report when the investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was not delivering accurate tidal volumes. There was no harm or injury reported. The device was returned to the manufacturer and the customer's complaint was confirmed. The device's machine flow sensor was cleaned to address the issue. There was evidence of contamination.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed to deliver accurate tidal volumes and the device's machine flow sensor was replaced to address the issue. During further evaluation of the device, the device failed a step during testing. The device's system board was replaced to address the issue.